Event description:
On 15th october 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that haptic damage was observed during iol implantation necessitating removal of the lens from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states the haptic damage was observed during iol implantation. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone aspheric rao600c batch 094251178 showed that all manufacturing and quality checks were conducted with successful results. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in an outer carton box; lens was placed in a saline filled pouch. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was pushed in. The returned lens was inspected under x10 magnification and was found to be torn in the optic area, possibly due to explantation as well as having a chipped haptic. Following the full injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was slightly bent. There were visible traces of ovd residue inside the chamber. The injector was re-assembled, and 1x rayone aspheric rao600c +21.00 d from rayner's stock was prepared and injected in accordance with the IFU. The injection was successful; no issues occurred during this process. Product return inspection performed confirms the event as reported. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states the haptic damage was observed during iol implantation. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. The device was not returned to rayner. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone aspheric rao600c batch, 094251178 showed that all manufacturing and quality checks were conducted with successful results. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the event.

Event description:
On 15th october 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that haptic damage was observed during iol implantation necessitating removal of the lens from the eye.